Manufacturer narrative:
A philips service engineer was not able to repair the device; therefore, it could not be confirmed if it failed to meet specifications. The customer declined service and repair. It is unknown what the outcome of the service event was, and no further information will be obtained at this time. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Manufacturer narrative:
The biomed customer reported that during preventive maintenance (pm), event code 1101 (check vent: ventilator restarted) was identified in the event log. In accordance with the service manual, the central processing unit (cpu) printed circuit board assembly (pcba) was replaced. Following corrective maintenance, the device was confirmed to be fully operational and compliant with manufacturer specifications. All required verifications were completed to confirm restoration to pre-failure operating conditions. The investigation concluded that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating while in patient use, the device shut down and stopped providing oxygen; however, there was no harm to the patient or user, and no medical intervention provided to the patient noted. Device evaluation and repair are pending, and this investigation is ongoing.